Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service required alarm occurred. The patient was not able to breathe. The ventilator was replaced with an alternative device. After receiving further information from the patient, it is determined that the initial report should have been filed as product problem only. Section adverse event/product problem in box b has been updated/corrected in this report.

Manufacturer narrative:
H3 other text : not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. The patient was not able to breathe. The ventilator was replaced with an alternative device. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.